Manufacturer narrative:
Title randomized trial of video laryngoscopy for endotracheal intubation of critically ill adults source clinical investigations. 11 (1980-1987), november 2016. Article number: 44. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, the device was used and was unable to intubate patient on first attempt due to poor camera image hence inability to pass an endotracheal tube into the trachea. It was reported that there were procedural complications such as aspiration, esophageal intubation, hypotension, hypoxia, cardiac arrest and airway trauma. Author: david r. Janz, md, 2016, the society of critical care medicine and wolters kluwer health, inc.